Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and the attached user facility report are for the same patient, part number and event. The user facility report indicates that the femoral stem (device #2) was also explanted. Follow up with the sales representative confirmed that the femoral stem remains implanted. (B)(4)

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, the patient began to experience pain and a revision procedure was performed on (B)(6) 2010. The surgeon noted tissue reaction during the revision and removed the affected tissue. The acetabular cup, modular head and taper adapter were removed and replaced.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, the patient began to experience pain and a revision procedure was performed on (B)(6) 2010. The surgeon noted tissue reaction during the revision and removed the affected tissue. The acetabular cup, modular head and taper adapter were removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found scratches on the articulating surface. There is a band of scratches which is narrow that gets wider as it traverses the head, ending in deeper darker scratches. The band of wear marks could be caused from cup contact due to joint subluxation. (B)(4).